Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the surestep foley kit did not contain a povidine-iodine fluid pouch or the replacement set of iodine pre-saturated swabsticks. No medical intervention was reported.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use."

Event description:
It was reported that the surestep foley kit did not contain a povidine-iodine fluid pouch or the replacement set of iodine pre-saturated swabsticks. No medical intervention was reported.